Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that a patient complained of experiencing rainbow glare during the post-operative visit in the right eye.

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event. Within the preventive maintenance program, the device was successfully verified five months prior to and one month post the treatment day. System met specifications as per service installation record. The review of logfile for the day of treatment shows all laser system functions were within specifications. During start-up of the system the vacuum, the energy and the ablation tests were performed without any issue. Energy check was not performed as recommended every two hours. Logfile shows twenty-four successfully performed treatments. The reported treatment could be identified in the logfile. No relevant deviation between planned and performed energy is detectable for the reported treatment. Treatment for left eye was finished successfully without any issue. The user operated surgery within the recommended energy settings. The thickness of the flap was thinner than the recommended flap thickness. No technical root cause could be identified. Based on the provided treatment report from the device, during ablation on the system there is no hinge protection. Left eye ablation was decentered (user should adapt it to best fit) as during this treatment the ablation seems to land on the side cut. This could be a contributing factor for the reported event. Post-operative topographies and slit lamp pictures have been requested but not provided. No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is:(B)(4).